Manufacturer narrative:
(B)(4). Baxter evaluated the device and found it was out of specification in relation to the symptom, depressed battery pin connector. Evaluation observed but did not reproduce the experienced symptom of depressed battery pins and found the battery contact pins to not rebound as designed. Evaluation observed a white screen while on dc power supply caused by depressed battery pins. The rear case, including the back flex, was replaced.

Event description:
During baxter's evaluation of a spectrum pump, depressed battery pin connectors were identified. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation observed and reproduced the experienced white screen. This condition was determined to be caused by depressed battery pins and found the battery contact pins to not rebound as designed. The read case which includes the battery contact pins was replaced. This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-00492 can be removed from the FDA database.

Event description:
During baxter's evaluation it was observed that a spectrum pump went into a white screen condition. There was no patient involvement.